Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer's blood glucose was 267 mg/dl at the time of call. The customer stated that they treated the blood glucose with manual injection. The customer stated that they passed out due to low blood glucose. The customer declined to continue troubleshooting. The insulin pump will not be returned for analysis.